Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for an issue with their implantable cardiac monitor (icm). The icm exhibited under-sensing which led to false detection of atrial fibrillation. No intervention was performed. No patient consequences were reported.